Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arrhythmia and presented following noting reduced pacing due to oversensing noise when measuring blood pressure at home. During device check lead fracture was suspected. High and fluctuating impedance, unstable thresholds, increased sic counts, and pacing failure at high outputs was also noted. It was thought the lead may have been stressed during implant due to excessive tightening of the sleeve and poor angle of the sleeve fixing. The lead was reprogrammed and later capped and replaced. No further patient complications have been reported as a result of this event.